Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an elective magnetic resonance imaging (MRI) compatibility and charging difficulties. Device will not return per the hospital policy (all removed items were disposed). No additional adverse patient effects were reported.